Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep thoroughly calibrated the automation system, the correct parameters, and the generator. They monitored the time until the scoping alarm turned on.